Manufacturer narrative:
D10 concomitant products: lf1837, blunt tip sealer divider lf1837 (lot #: 52020204x), vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy, the first device initially operated properly but later could not open the jaw and pull the handle when applied to the tissue, so its use was discontinued. The surgeon tried to tear the tissue to remove the device. A second device was then opened, but it was not possible to perform cutting using the blade as required. A third device of a different type was opened to continue the procedure and functioned properly.